Manufacturer narrative:
The reported event of early battery depletion was confirmed. The device was received operating at eri level. Assessment of total projected longevity is 9.77 years based on field settings. The implanted duration of 3.45 years is considered premature battery depletion. Analysis of device image noted high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware. High current could not be reproduced during analysis. Further analysis performed exhibited normal device characteristics with battery voltage at eri level.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported at an in clinic follow up that the pacemaker exhibited early battery depletion. The physician explanted and replaced the pacemaker on 6 jul 2021. There were no patient consequences.